Event description:
It was reported the linear cutter device was used in an thorocoscopy. It was reported on the first firing of the first instrument the device fired but did not staple. It was reported the patient began to bleed. Another device was opened. It was reported the second device first but did not staple. The patient loss a liter of blood and the procedure was converted to a thoracotomy.